Event description:
Boston scientific error code 1003: voltage is too low for projected remaining capacity. Rapid battery depletion from unk source. This was discovered on a routine ICD check on (B)(6) 2016. Boston scientific technical services was contacted and recommended replacement within seven days. The current ICD was implanted on (B)(6) 2011 and the most recent routine check (before alert) showed remaining battery life at nine years (as of 09/24/2015).